Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced seven infusion set leakage events on (B)(6) 2025. The event occurred three or more hours after insertion. The leakage was at the cannula. The infusion set was in use for just over twenty-four hours. The site of insertion was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.